Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. The way the customer addressed the bg level was not required. Reportedly, the customer cleaned the speaker holes and cleared the alarm however the altitude alarm recurred. Reportedly a new cartridge was loaded, and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.